Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that brown specs were observed on the "white part" (connector) of two (2) syringe inlets. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the samples was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed particulate matter, possibly embedded, on the sample image. The inspection observed areas of brown foreign matter spots at the white micro connector of three (3) inlets and dark foreign matter spots at two (2) inlet female connectors. Due to the nature of the sample, no additional tests could be performed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.